Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No excessive no delivery alarm noted. Unit functioned properly. Unit received with intermittent button response due to corroded keypad traces. Unit also received with scratched lcd window and cracked reservoir tube lip. No cracks on screen noted during visual inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have cracks and scratches on display screen. Customer also reported that the down button on keypad was stuck. Customer does not know how damage occurred. Customer's blood glucose was 254 mg/dl, which was treated with bolus delivery. Customer was advised that insulin pump would need to be replaced.